Manufacturer narrative:
Concomitant products: hospira 1000ml IV bag of lactated ringers lot: 51-007-jt exp: march 1, 2017; hospira 100ml IV bag of potassium chloride lot: 53-082-jt exp: november 1, 2016; therapy date (B)(6) 2015. The customer¿s report of secondary flowed into primary was confirmed. Both the primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered on both primary sets. Functional testing was performed after the IV tubing sets were configured for a secondary infusion. Fluid and air bubbles were immediately noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause of this failure was not identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that upon initiating the secondary infusion, the secondary was "free-flowing" back into the primary. The nurse immediately turned off the pump, and clamped and removed the primary and secondary IV tubing sets. The customer reported no patient harm. The primary and secondary infusions were immediately restarted with new bags and new IV tubing sets without incident. The customer reported that the secondary infusion was set up correctly and the primary IV tubing had a check-valve. The primary infusion was a 1l bag of lactated ringer and the secondary infusion was a 100ml bag of potassium 10meq.